Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited failure to capture. Upon review, it was noted that the lp exhibited failure to capture. No intervention was reported and the patient will be further monitored. There were no patient consequences.